Event description:
It was reported that patient underwent primary shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to rotator cuff rupture as a result of degenerative changes. The humeral head, taper adaptor and glenoid base were removed and replaced with reverse shoulder components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00514 / 00516).